Event description:
It was reported by the plaintiff¿s attorney that on (B)(6), 2005 an ams sparc was implanted in the plaintiff to treat her sui. The plaintiff¿s attorney has alleged that, as a result of the implant, the plaintiff ¿suffered serious bodily injuries, including extreme pelvic pain, extreme dyspareunia, adhesions, chronic interstitial cystitis, add¿l surgery and other injuries.¿ it was also alleged that the plaintiff ¿experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries.¿

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.